Manufacturer narrative:
(B)(4).

Event description:
It was reported a pump replacement was planned due to the pump being near eos (end of service). The healthcare professional (hcp) could not aspirate from the side port of the existing pump. The hcp then tried a new connector and still couldn¿t aspirate. The hcp then hooked up to a new pump. Refer to manufacturer report # 3004209178-2014-23691 for the events following the new pump being placed. There were no patient symptoms reported. The medication in the pump was lioresal.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l42928, implanted: (B)(6) 1997, explanted: (B)(6) 2014, product type catheter; product ID neu_unknown_cath, lot # unknown, product type catheter; product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8703w, lot# l42928, implanted: (B)(6) 1997, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported a pump replacement was planned due to the pump being near eos (end of service). The healthcare professional (hcp) could not aspirate from the side port of the existing pump. The hcp then tried a new connector and still couldn¿t aspirate. The hcp hooked up to a new pump and still could not aspirate. The hcp then opened up the spinal incision to find "connection or trouble". It appeared there was a fracture/break in the spinal segment of the catheter. They were unsure what had caused the fracture. It was also determined that approximately only 10.5 cm of the catheter was in the intrathecal space based on the catheter markings. The catheter was then replaced. After the replacement, the drug concentration was changed. There were no patient symptoms reported and the patient was doing "fine" after the operation. The medication in the pump was lioresal.